Manufacturer narrative:
The revision procedure has not been scheduled at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A revision procedure will be scheduled. No adverse patient effects were reported as the patient was not pacemaker dependent.

Event description:
Subsequent information was received that high threshold measurements were noted with this rv lead prior to the dislodgement. This rv lead was successfully repositioned. Three months after the repositioning, the rv lead noted increased threshold measurements and loss of capture. It was indicated the patient may be referred to another hospital. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that this rv lead noted intermittent loss of capture. The patient is not dependent and did not have any symptoms. The physician was hesitant to re-operate due to the patient's age. No adverse patient effects were reported.

Event description:
Subsequent information was received that this patient presented with pre-syncopal symptoms. It was indicated the threshold measurements on the rv lead had increased resulting in loss of capture. Additionally, the amplitude measurements have decreased. The device was programmed to ddd with a longer av delay and the sensitivity was reprogrammed. Upon reviewing the stored data, the patient had a lot of conducted atrial tachycardia rhythms with rates up to 200 bpm. It was indicated this may account for the patient's symptoms. It was recommended that the patient follow-up with the cardiologist for better rate control. No adverse patient effects were reported.